Manufacturer narrative:
The device was discarded by the customer, therefore, it is unable to be physically analyzed. Upon any new information received, a supplemental report will be filed.

Event description:
The complainant reported a (B)(6) year old patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp was selected for hemodynamic support during cardiac surgery. After placement of the impella, a hematoma had developed and was treated with a pressure bandage. After the cardiac procedure, the impella required removal due to bleeding around the impella's repositioning sheath. Surgical intervention was required to remove the hematoma and close the site. An unspecified amount of blood products were then delivered.